Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading blood as control solution. The customer care advocate (cca) tried to contact the patient with follow up questions from medical surveillance but was unable to reach the patient. The patient alleged that the product issue began on (B)(6) 2015. The patient does not currently take any medication to manage their diabetes. The patient reported developing symptoms of ¿nausea, headache, vomiting, feeling like someone was stabbing them with a knife and felt like crap¿. It is unknown when the patient developed these symptoms and it was unclear if these symptoms were related to a severe blood glucose excursion or if they were due to another illness. The patient did not report any medical treatment for these symptoms. The patient also reported multiple inaccuracies with the subject meter while using another lot of test strips. The cca was unable to complete troubleshooting as the patient was unwell and so the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms were more likely caused by the reported inaccuracy using another test strip lot; this adverse event has been reported under another report. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.